Event description:
Discordant advia centaur xp (B) (6) results were obtained on pt samples. The results were reported to the physician. The physician questioned the results. Upon retest, the corrected results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant hbsag results.

Event description:
Discordant advia centaur xp (B) (6) results were obtained on pt samples. The results were reported to the physician. The physician questioned the results. Upon retest, the corrected results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant hbsag results.

Event description:
Discordant advia centaur xp (B) (6) results were obtained on pt samples. The results were reported to the physician. The physician questioned the results. Upon retest the corrected results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant hbsag results.

Event description:
Discordant advia centaur xp (B) (6) results were obtained on pt samples. The results were reported to the physician. The physician questioned the results. Upon retest, the corrected results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) results was due to the malfunction of the dispensing valve for the probe 1. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) results was due to the malfunction of the dispensing valve for the probe 1. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) results was due to the malfunction of the dispensing valve for the probe 1. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) results was due to the malfunction of the dispensing valve for the probe 1. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.